Event description:
It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used in the pancreatic duct during pancreatoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the image of the spyscope ds ii was lost approximately 5 to 8 minutes into the procedure and the grey dots appeared on the screen. The procedure was not completed due to unavailability of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): problem code 3191 is being used to capture the reportable issue of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation noted that there were no elevator marks on the shaft of the catheter. No damage was noted. Witness marks were observed on the contacts of the umbilicus connector, indicating it was connected to a controller. An image assessment was performed. The device was plugged into the controller. No image was displayed. Real-time x-ray was used to image the distal tip, including the camera and wires. The x-ray showed no camera wire damage at the camera on the distal tip. In the handle, no damage was observed to the printed circuit board (pcb) or camera wires. It was noted that the wires or through-silicon vias (tsvs) appeared to have residue present, possibly from fluid ingress or corrosion. It is possible that fluid reached the redistribution layer (rdl) or tsv and as it dried, electrical properties of the connection point changed and resulted in the failure of the device. The reported event was confirmed. It is likely that the camera wires separated from the rdl, possibly due to mechanical forces applied to the camera wire as the device was assembled or the tip was articulated. Once the wires were separated, it was possible for corrosion to begin to take place in the gap formed between the wires and the rdl. This fluid can affect the electrical characteristics of the connection between the camera wires and rdl, increasing resistance and resulting in a loss of image. Evidence from x-ray inspection of the device suggests that fluid was likely present in the camera assembly during the procedure. It is likely that exposure to saline and/or procedural fluids shorted out the camera, causing the reported visualization issue and resulted in corrosion over time. An investigation has been completed to address visualization issues due to fluid ingress at the rdl. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used in the pancreatic duct during pancreatoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the image of the spyscope ds ii was lost approximately 5 to 8 minutes into the procedure and the grey dots appeared on the screen. The procedure was not completed due to unavailability of the same device. There were no patient complications reported as a result of this event.